Manufacturer narrative:
Philips service reset the speed controller and rebooted the system, verifying it was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the speed controller malfunction caused motorized movement failure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.